Event description:
It was reported that the pump housing was damaged, and subsequently, the cartridge were "loose". There was no adverse impact to customer's blood glucose level. The customer will continue to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.